Event description:
The customer reported that the system locked up during use. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The system software settings for transmitting data through dicom were evaluated and the settings reconfirmed and optimized. The sys was tested and found to be working as intended and returned to svc.